Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 had failed. The solenoid had seized, and there were no lights on the controller board. A field service engineer (fse) replaced the drawer interface, the controller board, and secured the connections to resolve the issue. Proactive checks on the drawers were conducted, and the connections were secured and tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 failed and was not detected on the communication bus. The customer stated that the solenoid burned and emitted a smoky smell, causing the pyxis system to shut down when the incident occurred. There were no adverse events or injuries reported based on this event.